Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation. The reported complaint of balloon volume incorrect reading is not able to be confirmed. The root cause of the complaint is undetermined. If the part or additional information is received at a later date, a full investigation will be performed. No further action required at this time. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was connected to the intra-aortic balloon pump (iabp), and it was noted that the pump indicated a different volume from the actual balloon size of the catheter. The pump indicated 12cc for a 40cc catheter at one time and then indicated 35cc for a 30cc catheter at another time. As a result, the pump was swapped out. Additional updated information. It was reported that after the iabp was replaced with another one the display indicated 35cc for 40cc. Therefore, the user connected/removed the catheter several times, and finally the display indicated 40cc. Therefore, the catheter was used as it is. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of balloon volume incorrect reading is not able to be confirmed. The root cause of the complaint is undetermined. If the part or additional information is received at a later date, a full investigation will be performed. No further action required at this time. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: second follow up is being submitted for additional information received from the distributor. The reported complaint of iabp balloon volume incorrect remains unconfirmed. Additional information received after the complaint was initially closed indicates the iabp was serviced by the distributor's service agent and the issue could not be reproduced. The root cause of the complaint is undetermined. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was connected to the intra-aortic balloon pump (iabp), and it was noted that the pump indicated a different volume from the actual balloon size of the catheter. The pump indicated 12cc for a 40cc catheter at one time and then indicated 35cc for a 30cc catheter at another time. As a result, the pump was swapped out. Additional updated information. It was reported that after the iabp was replaced with another one the display indicated 35cc for 40cc. Therefore, the user connected/removed the catheter several times, and finally the display indicated 40cc. Therefore, the catheter was used as it is. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was connected to the intra-aortic balloon pump (iabp), and it was noted that the pump indicated a different volume from the actual balloon size of the catheter. The pump indicated 12cc for a 40cc catheter at one time and then indicated 35cc for a 30cc catheter at another time. As a result, the pump was swapped out.additional updated information. It was reported that after the iabp was replaced with another one the display indicated 35cc for 40cc. Therefore, the user connected/removed the catheter several times, and finally the display indicated 40cc. Therefore, the catheter was used as it is.there was no report of patient complications, serious injury or death.